Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing and we await receipt of the product for analysis. Upon completion of the investigation, a final report will be submitted.

Event description:
It was reported that the device was not meshing correctly. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times. The last repair was (B)(6) 2014 where it was reported that the device required preventative maintenance and the damaged sideplates, hinges, roller and comb were replaced. This is not a related issue. Initial qa inspection and repair of the skin graft mesher was not performed as the device was not returned for evaluation. The customer has decided to purchase a new skin graft mesher rather than proceed with the repair of this one. The reported event was non-verifiable since the device was not returned for evaluation or repair. The customer has decided to purchase a new skin graft mesher rather than proceed with the repair of this one. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. The investigation was based on the information that was provided initially. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4).